Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. The reported outflow graft kink could not be confirmed as no images were submitted and the product was not returned. A specific cause for the low flow events and outflow graft kink could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22jul2020. The heartmate 3 lvas IFU rev. C is currently available. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, document # 10006136, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient was having low flow alarms and was asymptomatic. Low flow software has already been installed. Alarms occur randomly and vary in frequency day to day. Mean arterial pressure (map) is "ok", patient is not on diuretics, oral intake was satisfactory, and creatinine levels of 1.2. Patient was very active, cutting grass on riding lawnmower, able to continue with all activities. Vad coordinator was informed that threshold can not be set lower than 2.0. Patient remained stable with intermittent low flow alarms and asymptomatic. Additional information states that the cause of the low flow alarms has not been identified, and the alarms have not resolved. Patient was put on low dose entresto at home, and will be monitored how that effects the alarms. An echocardiogram with ramp study was scheduled on (B)(6) 2021. The results of the computed tomography (CT) scan shows outflow flow track of lvad with slight kink at the anastomosis. There was no evidence of intraluminal thrombosis. It was reviewed by CT surgeon and interventional cardiologist who determined the slight kink is not the cause of the low flow alarms.